Event description:
It was reported that the patient felt an overstimulation sensation and a loss of therapeutic effect. The patient fell about 1 month prior to report onto her right side where the implant was located. The patient was still black and blue at the time of the report and had not seen her physician since the fall. The patient had stimulation at 7.0 volts but was not able to sleep and had a "tremor" in her left leg. The patient decreased stimulation to 5.0 and was able to get some sleep. The patient had poor symptom relief during the trial and stated her symptoms had never really been helped by the implantable neurostimulator. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v712899 implanted (B)(6) 2011 explanted unk; lead model 3889-28 lot# v710575 implanted (B)(6) 2011 explanted unk; extension model 3095-10 serial# (B)(4) implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).